Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to boot up. Review of the log file shows multiple system restarts, the x-ray-pc is not responding, confirming the malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found suit pc was defective. To resolve the issue, philips field service engineer (fse) replaced the suite pc, reloaded the software 2.2.7 and backup. The defective part was returned for analysis, for suite pc, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.